Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 18 mg/dl. Customer's emergency room visit was due to low blood glucose. Customer was not admitted into the hospital. Customer was treated with food in the emergency room and was treated with insulin in the ambulance. Customer was wearing insulin pump at the time of emergency room visit. Customer had follow up appointment with healthcare professional.